Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer instrument was moving in the opposite direction. The surgeon explained that after reseating the 30-degree scope, the vessel sealer continued to move incorrectly, although other instruments and arms functioned normally. The staff swapped between arms 1 and 2, finding that the issue persisted with the vessel sealer instrument, while the fenestrated bipolar instrument worked fine on both arms. The technical support engineer (tse) recommended reseating the vessel sealer instrument and sterile adapter on arm 2, but the issue remained. It was then suggested to try a new vessel sealer instrument. The customer tried a large needle driver instrument on arm 2, which worked correctly. Although a new vessel sealer instrument was available in the room, it had not yet been opened. The customer proceeded with the case, and a follow-up with the representative in the case was planned to see if the second vessel sealer instrument was tried on arm 2. The recommendation was made to return the vessel sealer instrument. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.